Manufacturer narrative:
N/a.

Event description:
A patient undergoing continuous renal replacement therapy (crrt) on a prismaflex monitor with a prismaflex hf1000 set had a blood loss following "return extremely positive" alarms that could not be resolved. The blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 165 ml. The patient was hemodynamically unstable and was administered a fluid bolus and adjustment of the vasopressor to stabilize her blood pressure.